Event description:
Additional information received reported that there was a lead revision. It was noted that there was a loss of interstim efficacy.

Event description:
Additional information received reported that the action type was explanted and replaced on (B)(6) 2013. It was noted that the event status was resolved without sequelae on (B)(6) 2013.

Event description:
Additional information reported no lead fracture or migration was suspected.

Manufacturer narrative:
Product ID: 3889-28, lot# va01228, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported the patient had a loss of efficacy. The patient had a constant sense of urgency and felt aches in their buttock and up at "noc" two to three times. The event was considered resolved without sequelae.

Event description:
It was reported, the lead was non-functioning and so it was replaced. It was stated, the explant was complete.

Manufacturer narrative:
Product ID 3889-28, lot# va01228, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).